Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference report: 2017865-2018-02884. During a follow-up, there were episodes of noise noted on the right ventricular (rv) and left ventricular (lv) leads. No intervention was performed to resolve the event, the patient was stable and the patient will continue to be monitored.